Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the moderately tortuous distal left anterior descending (lad) artery. The 3.0x23mm xience prime stent implant was successfully deployed. However, a vessel dissection was noted, which was treated with deployment of a 3.0x12mm xience v stent implant. There was no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll) everolimus eluting coronary stent system instructions for use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.